Event description:
It was reported that before surgery the device was leaking air. No impact to the patient was noted. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified repairs unrelated to the reported event. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.